Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. The customer reported that they will repair the device on their own and no parts will be returned to carefusion.

Event description:
It was reported that this sipap unit presented peep (peak end expiratory pressure) loss after the start-up procedure. The reporter of this complaint stated that there was no patient involvement associated with this reported issue.